Event description:
According to the report, upon inspection at the distributor, the bioglue pouch was found to be torn. The other four packages within the same box were fine.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, upon inspection at the distributor, the bioglue pouch was found to be torn. The other four packages within the same box were fine.

Manufacturer narrative:
According to the report, upon inspection at (B)(4), the bioglue pouch was found to be torn. The other four packages within the same box were fine. The bioglue single box was returned to (B)(4) and evaluated on (B)(4) 2013. The exterior of the box was indented where it seemed a compressive force was applied. The inner pouch for the bioglue was found to be perforated, but the outer package had not yet been compromised. The bioglue pouch was opened and the syringe was found to be broken on the plunger end. The sharp edges of the broken plastic syringe lined up with the perforations of the package. The package already contained the instructions for use and labels from (B)(6). (B)(4) confirmed that they place the labels and insert the IFU into the boxes before they perform their inspection. Therefore, there are a number of areas where the damage could have occurred. Before the packaging occurs, the bioglue pouches are sent to be irradiated. During this time they are shipped in dry ice and the syringes are at their most brittle. If a compressive force was applied at this time, it is possible that the initial breakage could have occurred. When the bioglue returns from irradiation, they are packaged into the single boxes, into five-pack boxes, and then shipped to (B)(6). A compressive force on the box at any point could have led to breakage of the syringe, or if the syringe was already broken, the broken syringe could have perforated the foil pouch. Additionally, a compressive force could have occurred in (B)(6) when the labels were being applied to the single box. As we cannot pinpoint where the damage occurred in the packaging or shipping process, a root cause of the packaging damage cannot be determined.